Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. E1 - facility name: (B)(6) medicine. H6 - medical device problem code 2017 clarifier - failure to follow steps / instructions.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after an endovascular treatment (evt) interventional procedure using a 7f sheath. Reportedly, while the physician was advancing the knot with the suture trimmer, he accidentally pulled the red lever. Therefore, the suture was cut. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents from this lot. The physician accidentally pulled the lever during knot advancement and cut the suture. It should be noted that the prostyle instructions for use (IFU), suture management using the perclose prostyle suture trimmer step 4 states: while maintaining tension on the rail suture limb and keeping the rail suture limb securely wrapped around the left forefinger, place the left thumb on the top of the perclose prostyle suture trimmer to assume a single-handed position. Complete knot advancement by applying slow, consistent increasing tension using the left forefinger until the rail suture limb is taut (guitar string tightness in artery and gentle tension in vein). Based on the information reported that the red lever was accidentally pulled and cut the suture during knot advancement appears to be related to user error. The reported unexpected medical intervention appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1: (B)(6). Corrections: d1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated.